Event description:
It was reported to philips that the device failed the defib test portion of the op check with the pads cable and test load attached. There was no reported patient involvement/adverse patient impact.